Manufacturer narrative:
The cerelink monitor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - product was returned for service and repair, it was determined that the reported failure is similar to recall issue and cannot be repaired. Therefore, the complaint condition could be confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could confirm the complaint.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink monitor (ID 826821) was showing negative readings some minutes after the screen showed the message "failure of sensor and/or cable". Medical staff was able to complete the procedure and the monitoring. No patient injury, no surgical delay.